Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call reported that the insulin pump was over delivering insulin. The customer's blood glucose was 61 mg/dl at the time of incident. The customer's blood glucose was 65 mg/dl at the time of call. The customer's blood glucose was 94 mg/dl at the end of call. The customer stated that they had food to bring the blood glucose up. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen at the time of troubleshooting. The insulin pump will not be returned for analysis.